Event description:
Device 1 of 3: MFR reference report: 1627487-2019-00438, and 1627487-2019-00439. It was reported that the patient experienced ineffective therapy. Reprogramming was attempted without success. The system was explanted on (B)(6) 2018.